Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of fallopian tube'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity'). In a 34-year-old female patient who had essure (batch no. C12704), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion medically significant), depression ("depression"), back pain ("chronic back pain"), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive bleeding"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss") and anxiety ("anxiety"). And was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (total laparoscopic hysterectomy, with bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, depression, back pain, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia and tooth loss outcome was unknown. And the anxiety had not resolved. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the plaintiff has suffered ongoing physical symptoms and mental anguish. Despite the surgical removal of the essure device. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, the essure lot number was received. And the outcome of anxiety was changed from unknown, to not resolved. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of fallopian tube'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdoinal or pelvic cavity') in a 34-year-old female patient who had essure (batch no. C12704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion medically significant), depression ("depression"), back pain ("chronic back pain"), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive bleeding"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss") and anxiety ("anxiety") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, depression, back pain, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia and tooth loss outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the plaintiff has suffered ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Batch no c12704 production date 2014-01-10 expiration date 2017-01-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of fallopian tube'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdoinal or pelvic cavity') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion medically significant), depression ("depression"), back pain ("chronic back pain"), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive bleeding"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss") and anxiety ("anxiety") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, depression, back pain, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-may-2021: legal claim received: the reason for "medical device removal" was provided, the following events were added into the case: abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight abnormal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in a (B)(6) female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 3 years 7 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of fallopian tube"), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdoinal or pelvic cavity") in a 34 year-old female patient who had essure inserted (lot no. C12704) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2017. On an unknown time, she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion medically important), depression ("depression"), back pain ("chronic back pain"), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), anxiety ("anxiety"), acne ("significant acne") and visual impairment ("vision problems"). The patient was treated with surgical essure removal (total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the anxiety had not resolved. The outcomes for uterine perforation, fallopian tube perforation, perforation, device dislocation, depression, back pain, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia and tooth loss were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, acne, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation, visual impairment and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff has suffered ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. In tv france 24 it was reported that bayer¿s ¿essure¿ contraceptive implants were taken off the market, in 2018. In france, 132 women are demanding recognition of the anxiety-related damage caused by these implants. In canada, the giant bayer is facing a collective action because of, according to the plaintiffs, the unbearable suffering arising from an incredible number of adverse effects caused by the essure implant. Batch no: c12704. Production date: 2014-01-10. Expiration date: 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-mar-2023: upon receipt of follow up information this report was detected to be a duplicate to record #(B)(4) will be deleted in bayer safety database after all information was transferred to this record (B)(4) which will be retained: follow up information was found in local media reports in france: new: reporters were added. Events were added: acne, visual impairment. Comment was added: in tv france 24 it was reported that bayer¿s ¿essure¿ contraceptive implants were taken off the market, in 2018. In france, 132 women are demanding recognition of the anxiety-related damage caused by these implants. In canada, the giant bayer is facing a collective action because of, according to the plaintiffs, the unbearable suffering arising from an incredible number of adverse effects caused by the essure implant. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of fallopian tube"), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in a 34 year-old female patient who had essure inserted (lot no. C12704) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion medically important), depression ("depression"), back pain ("chronic back pain"), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), anxiety ("anxiety"), acne ("significant acne") and visual impairment ("vision problems"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure devices). At the time of the report, the anxiety had not resolved. The outcomes for uterine perforation, fallopian tube perforation, perforation, device dislocation, depression, back pain, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia and tooth loss were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, acne, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation, visual impairment and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff has suffered ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. In (B)(6) it was reported that bayer¿s ¿essure¿ contraceptive implants were taken off the market, in 2018. In france, 132 women are demanding recognition of the anxiety-related damage caused by these implants. In canada, the giant bayer is facing a collective action because of, according to the plaintiffs, the unbearable suffering arising from an incredible number of adverse effects caused by the essure implant. Batch no : c12704 - production date: 2014-01-10 - expiration date : 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: upon internal review, imdrf code updated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of fallopian tube"), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdoinal or pelvic cavity") in a 34 year-old female patient who had essure inserted (lot no. C12704) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion medically important), depression ("depression"), back pain ("chronic back pain"), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), anxiety ("anxiety"), acne ("significant acne") and visual impairment ("vision problems"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure devices). At the time of the report, the anxiety had not resolved. The outcomes for uterine perforation, fallopian tube perforation, perforation, device dislocation, depression, back pain, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia and tooth loss were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, acne, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation, visual impairment and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff has suffered ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. In tv france 24 it was reported that bayer¿s ¿essure¿ contraceptive implants were taken off the market, in 2018. In france, 132 women are demanding recognition of the anxiety-related damage caused by these implants. In canada, the giant bayer is facing a collective action because of, according to the plaintiffs, the unbearable suffering arising from an incredible number of adverse effects caused by the essure implant. Batch no : c12704, production date: 2014-01-10, and expiration date : 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-mar-2023: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in a 34-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 3 years 7 months after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of fallopian tube"), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdoinal or pelvic cavity") in a 34 year-old female patient who had essure inserted (lot no. C12704) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of ovarian torsion, d & c, nulli gravida and chlamydial infection. Concurrent conditions were listed as polypectomy since 2015 as well as abnormal uterine bleeding, hemorrhagic cyst, menses irregular, umbilical hernia, myomectomy, endometrial polyp, vaginal bleeding, uterine fibroid, vaginal discharge, nausea, heavy periods, cramp in lower abdomen, vaginal bleeding, left lower quadrant pain, umbilical hernia, umbilical hernia repair and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion medically important), depression ("depression"), back pain ("chronic back pain"), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), anxiety ("anxiety"), acne ("significant acne") and visual impairment ("vision problems"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the anxiety had not resolved. The outcomes for uterine perforation, fallopian tube perforation, perforation, device dislocation, depression, back pain, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia and tooth loss were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, acne, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation, visual impairment and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff has suffered ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. In tv france 24 it was reported that bayer¿s ¿essure¿ contraceptive implants were taken off the market, in 2018. In france, 132 women are demanding recognition of the anxiety-related damage caused by these implants. In canada, the giant bayer is facing a collective action because of, according to the plaintiffs, the unbearable suffering arising from an incredible number of adverse effects caused by the essure implant. The essure coil was inserted without complication. 2 coils trailing on the left and 3 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2015: the appendix is normal, bowel normal. Nothing on CT to explain current symptoms, essure coils in adequate place; on (B)(6) 2015: clinical indication: right lower quadrant pain. Normal pelvic ultrasound findings: pelvic organs: unremarkable urinary bladder. Anteverted uterus. No endometrial thickening. Bilateral essure coils. The left coil is positioned in the tube with the distal coil protruding 1cm into the fimbriated portion abutting the ovary. The proximal right coil protrudes by 1 cm into the cornual aspect of the uterus. Right and left ovaries of normal size and appearance within the limits of CT. Bilateral ovarian follicles are seen. [Pathology test] on (B)(6) 2015: specimens: 1. Uterine fibroid 2. Endometrial curettings final diagnoses: 1, uterine fibroid: fragments of lobulated benign smooth muscle, consistent with leiomyoma secretory phase endometrium 2. Endometrial curettings: secretory phase endometrium fragment of squamous epithelium with high grade squamous intraepithelial lesion; on (B)(6) 2017: specimens: 1. Uterus, cervix, bilateral fallopian tubes 2. Peritoneal cysts clinical history: pelvic pain assura (interpret as essure) coils previous diagnoses: uterus, cervix, bilateral fallopian tubes (total hysterectomy and bilateral salpingectomy): cervix - within normal limits - no evidence of squamous intraepithelial lesion uterine corpus - secretory phase endometrium with partial autolysis - subserosal leiomyoma (0.5 cm) - serosa with no histopathologic change bilateral fallopian tubes - benign left and right fallopian tubes with essure coils in situ - proximal left fallopian tube with reactive myxoid stroma and acute and chronic inflammation peritoneal cysts {excision): - benign cystic walthard cell rest. Gross description: right fallopian tube: protruding from the proximal end of the fallopian tube there is a coiled metal wire, 1. 7 cm in length contained within the lumen left fallopian tube: protruding from the proximal end of the fallopian tube there is a coiled metal wire, 3.0 cm in length contained within the lumen [ultrasound scan vagina] on (B)(6) 2015: findings: anteverted uterus or normal volume and echo texture. Endometrium is not thickened and is homogeneous 3.8mm. There is scant free fluid in the endocervical canal as well as a 7 x 9mm polyp in the right cornual region. Left essure coil is within the corneal region of the myometrium and the proximal end abuts the uterine cavity. Right essure coil is as well within the corneal region of the myometrium and the proximal end appears to be 4-5 mm from the uterine cavity. Ovaries normal in appearance bilaterally no masses of free fluid seen impression: proper essure placement confirmed. Endometrial polyp seen within the right cornual region measuring 7 x 9mm; on (B)(6) 2015: comment: llq pain and mid-cycle bleeding. Tubal ligation with essure coil. Rio abscess, ectopic, torsion conclusions: normal sized uterus. Endometrial thickness 7.1 mm. Normal ovaries. The essure coil on the right side appears to be in the cornua on the left side it appears to be adjacent to the uterus and tube there is no free fluid seen in the pelvis; on (B)(6) 2015: reason: pain, abnormal uterine bleeding. Conclusion: the essure coils are seen. The right side appears to traverse the cornual myometrium into the right tube. On the left, the coil appears largely in the tube, with only a small segment seen in the outer cornual area. This appears to represent some migration compared to the previous assessment in (B)(6) 2015; on (B)(6) 2015: endometrial polyp: 9 x 10 x 5mm, blood in endometrial cavity conclusion: an endometrial polyp is still seen. Some material is noted in the endometrial cavity compatible with blood. No fibroid could be seen today. Coils are noted and they have not changed in position since last scan. No free fluid in the pelvis. The ovarian appearances are likely physiological; on (B)(6) 2015: reason: sharp, acute, right lower quadrant pain. History of essure tubal ligation. Assess for device malplacement, ovarian pathology. Conclusion: the uterus is anteverted and normal in size and shape. The endometrium is unremarkable. The essure coil is positioned on the right. On the left side, it continues to appear to be largely intra-tubal. There is a 26 mm hemorrhagic corpus luteum. No free fluid; on (B)(6) 2015: findings: status post insertion of an essure device. Interval stability of coil positions; the right side transverse the cornual myometrium into the proximal right tube. The left coil appears predominantly located in the tube, with a short segment in the outer cornual area. Endometrium is unremarkable impression: 1. No ovarian torsion. 2. Interval resolution of right ovarian hemorrhagic cyst. 3. Stable essure device position batch no : c12704 - production date: 2014-01-10 - expiration date : 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-apr-2024: medical record received. Lab data including (surgical pathology report) added. Medical history, concomitant conditions, historical drugs are added. Patient information & new reporter (lawyer) added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.